Event description:
Device 1 of 3. Ref MFR report #s 1627487-2013-00604, and 1627487-2013-00605. The patient (B)(6) was implanted with four lead extensions from three different lots. It was reported the patient was experiencing discomfort in the hip area due to the position of the devices. Surgical intervention was undertaken to revise the patient's extensions. The day following the procedure, it was reported the patient had developed hematomas at the extension site. The hematomas were treated by the pain physician via needle suction. The patient was discharged from the hospital a week later.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.